Event description:
The user facility reported that the impella cp became malposition during weaning. When flow decreased from p-7 to p-2 the impella migrated into the aorta which was confirmed with echo. Patient hemodynamically stable. The patient was taken for successful removal.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The pump was mispositioned during the weaning process. The cause of the positioning issue was most likely use related.